Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative via a healthcare provider (hcp) and the consumer regarding the delivery of intrathecal lioresal (2,000mcg/ml, 747mcg/day), flexible infusion. The manufacturer representative received a call from the hospital intensive care unit (ICU) to interrogate a pump to rule out pump issues. The patient was experiencing increased spasticity in his legs. The nurse was concerned about withdrawal. Upon arrival, the patient had been alert, talking and laughing with family, and was able to hold the antenna over his pump during pump interrogation. The pump did not show any errors, or indicate any motor stalls. The nurse was going to contact the managing physician for extra oral baclofen in the meantime. The increased spasticity began on (B)(6)-2015, per family member. The catheter access port (cap) was accessed under fluoroscopy by the physician and approximately 2ml of fluid came back through the catheter. It was noted that the catheter was patent; a dye study was then performed and the dye exited the catheter like it was supposed to, but at a very slow rate. The physician felt there was some scar tissue around the catheter tip. The physician and family also felt the patient was showing signs of withdrawal. The patient was very sleepy when present. The patient's mother thought the pump could be the problem. On (B)(6)-2015, the patient was brought to the operating room for a pump/catheter revision. A pump roller study was performed and the rollers turned properly. A new pump was implanted and the drug from the previous pump was injected into the reservoir of the new pump, which was programmed to a simple continuous infusion, lowest dose as a roller study was also performed on this pump. The event logs had been normal for both pumps. The patient's medical history included head/brain injury and "her spasticity." Additional information was requested from the hcp regarding the lioresal lot number, concomitant drugs, pertinent medical history, and if the replaced resolved the issue.

Event description:
Additional information was received from a company representative. At the time of the event the patient was on increased oral baclofen. Medical history was intractable spasticity.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported there had been a previous issue with the patient's pump. Further information regarding the patient's device/the event was not provided.